Manufacturer narrative:
A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead technologist. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a clogged sheath flush line because the sample was not returned for assessment. The exact root cause could not be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the destination device seemed stripped, and they could not pull back on it. It was behaving like a clot was stuck, however, the doctor unscrewed it, and we flushed it and wiped it down and it was free of blood. They reconnected it and still could not draw back. There was no clot in the sheath itself. The sheath would bleed back no problem. They opened another sheath and pulled the valve off of it and applied to existing sheath in place, and it worked perfect. The estimated blood loss was less than 250cc. The reported event did not result in patient injury. The patient procedure was femoral access peripheral intervention. Additional information was received on 05jul2024: the patient was in stable condition. The actual issue involved the side tube connection.